Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 462 mg/dl. The customer was treated for the high blood glucose with three units of insulin. The customer was assisted with trouble shooting and the customer reprogramed the settings on their insulin pump. The customer did not return the product back for analysis.